Manufacturer narrative:
Section a5: ethnicity: unknown/asked but not provided. Section d10: medical product: additionally, model dk7796 lot# 281, and an unknown model cartridge, lot # unknown. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon unfolding an intraocular lens (iol) the surgeon noticed two jagged edge cracks at the optic edge anterior surface of the lens and did not feel safe to leave the lens in the patient's right eye, therefore, the lens was removed, cut in two pieces, and replaced with a backup lens without incident. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no patient injury. No other information is available.